Event description:
The manufacturer received information alleging a "ventilator service required" alarm went off while the device was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. However, the battery was charged and discharged, and a test was performed, and no issue was confirmed. Although the reported issue was not duplicated, system board was replaced based on the error contents. Additionally, the software version was upgraded to 1.06.10.00 from 1.06.06.00.